Manufacturer narrative:
The reason for this revision surgery was the loss of motion in the patient's shoulder after 6.7 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 856c1077. (B)(4). This event is deemed to be non-product related and the root cuase for the loss of motion is a patient fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - after a fall the patient complained of loss of range of motion. The surgeon decided to downsize the glenosphere and the humeral poly.